Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer contacted cts for malfunction support and the customer was advised to call back if the problem recurred.